Manufacturer narrative:
The reported events of the stylet's inability to be retracted from the lead and physician assumed damage inside the lead were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the polytetrafluoroethylene (ptfe) coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported events were isolated to bunching of the stripped stylet, ptfe coating and inner coil. As a result of this finding, abbott is performing further investigation.

Event description:
During a lead implant procedure, the guidewire could not be retracted from the left ventricular (lv) lead. There was also confirmed lead damage. The lv lead was explanted and replaced to resolve the event and the patient was stable.